Event description:
During follow-up, externalized conductor was observed via x-ray. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.